Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma(new or worsening), kidney disease/toxicity and lung nodule. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma(new or worsening), kidney disease/toxicity and lung nodule. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil is unable to directly address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed.